Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump booted up once installing an aa battery, but a partial display was noted after boot up. The pump failed the self test. Test p-cap locked properly into the reservoir compartment. Pump was cut open to perform visual inspection and found bleeding and cracked glass on pcba 1. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, broken battery tube threads, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and end cap address label missing. Cosmetic damage was confirmed at the pump screen. Partial display was confirmed during testing due to bleeding and cracked glass on pcba 1. Moisture damage was confirmed found isolated to the battery tube. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported pump had a broken screen. Customer mentioned pump had a crack on the side. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1885 was requested and the device was returned.